Event description:
The customer stated that he tested his blood glucose and received readings of 8.7 and 7.1. It was verified the meter was set in mmol/l, and that was explained to the customer. The customer did not allege any adverse events. He was able to reset the meter to mg/dl, and no product will be returned.